Event description:
We received an allegation about discrepant hba1c results from 2 patients' samples tested on a cobas pure c303 analytical unit. Sample 1: initial result: 8.37 %. Repeat result: 5.70 %. Sample 2: initial result: 6.67 %. Repeat result: 5.41 %. The repeat results were deemed to be correct.

Manufacturer narrative:
The hba1c reagent lot number was 794061. The expiration date was not provided. The investigation is ongoing.

Manufacturer narrative:
The provided instrument data noted multiple alarms related to sample quality. The field service engineer checked and adjusted the sample/reagent probes and the rinse station nozzles. He then performed qc and it was within the customer's expected range. The instrument was fully operational and performing within specifications. The service actions performed by the engineer resolved the issue. No further issues were reported afterward. The investigation did not identify a product problem. The cause of the event was consistent with a preanalytic issue (sample quality) at the customer site. Preanalytics are within the customer's responsibility.